Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was repositioned due to unspecified reasons. It was further reported that two weeks prior to surgery the patient found that the pump stayed flat when he pressed it. The physician adjusted the location of the pump in order to improve its function. The patient was doing well following surgery. It was also further reported that the patient had difficulty inflating the device due to the pump malfunction.